Event description:
The customer contacted stryker to report that their device was booting up to a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. Stryker replaced the user interface pcba to resolve the issue. The device passed functional and performance testing and was returned to the customer for use. Stryker further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to an electrically cracked and shorted capacitor, designator c181.

Event description:
The customer contacted stryker to report that their device was booting up to a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.